Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, one (1) verse poly driver, one (1) unknown screwdriver, and one (1) unknown guide/sleeve/aiming were incompatible. The external part of the screwdriver was unable to retain the internal screwdriver. The screw could not be aligned with the screwdriver. The procedure was successfully completed using another similar device. It was not reported if there was a surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown screwdriver. This is report 2 of 3 for (B)(4).